Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be submitted with the completed information.

Event description:
Reported issue: the pivot pin got detached from the applier during use. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.

Event description:
Reported issue: the pivot pin got detached from the applier during use. Therefore, the applier was replaced with a new one. Nothing fell/remained in the patient.

Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4). Lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows the jaws are bent to the right and the outer tube assembly is bent/damaged, and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent/damaged, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the jaws to be bent to the left and for the outer tube assembly to become ben t/damaged and for the jaw pivot pin to be pulled thru one side of the outer tube assembly and drive rod (n00185) to become bent/damaged and for its bosses to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.